Manufacturer narrative:
UDI (di): (B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had congenital heart block and atrial fibrillation. The pacemaker was removed.